Event description:
The plastic piece (bead) that is attached to the line came apart into two pieces. There is a concern that this piece could be lost/left in the abdomen. However, it was not left in the abdomen on this patient. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: removal of internal organs, i.e. Gall bladder.